Manufacturer narrative:
D6: information unavailable, device not returned for analysis.

Event description:
During an unknown produedure, the instrument did not fire. There was no consequence to the pt.